Event description:
Clinical study. It was reported that 17 days after a coronary drug eluting stenting treatment procedure, the patient experienced a hypersensitivity reaction. The lesion being treated was a 3.5mm, 95% stenosed saphenous vein graft (svg) to the obtuse marginal (om) artery lesion. The patient was administered plavix preprocedure. The lesion was predilated. The physician successfully placed a taxus express2 8.8% 3.5 x 12 mm drug eluting stent. The lesion was not post dilated. The patient was discharged on asa and plavix the next day. Sixteen days later, it was reported that the patient suffered asystolic 10 second pauses. The physician believes this to be related to the cordarone the patient was taking. The reaction abated when the medication was stopped. It is unknown if the event was related to the taxus stent.

Event description:
It was further reported that the complainant was withdrawn by the site as it was stated this was not a hypersensitivity reaction and the data was entered in error.